Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during the rewind process due to motor gearbox being jammed. There was no device software error alarm during testing. The depleted battery alarm was unable to be verified. The rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests were all unable to be performed due to motion sensor test failure. The insulin pump was received with cracked battery tube threads.

Event description:
Customer's wife reported via phone call motion sensor test failure. Customer's blood glucose level was 189 mg/dl. Troubleshooting for the motion sensor test failure was performed. Customer advised the insulin pump resets itself and they failed the displacement test. Customer advised they were unable to move past the rewind process. Customer advised they received a depleted battery alarm and a device software error as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.